Event description:
Olympus was informed that during a therapeutic cystoscopy procedure, the users experienced a complete loss of image. The procedure was completed with an unspecified endoscope. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that it was unk at what point during the procedure was the complete loss of image experienced. The device reference in this report was returned to olympus for evaluation. The evaluation did not duplicate a complete loss of image, however large stains were found on the image. The biopsy channel was found leaking due to scrape and tear marks 32mm from the distal end. Additionally, the insertion tube was found leaking on several areas due to cuts. The bending section mesh was compressed at the insertion tube side which may have resulted in separation of the charge-couple-device (ccd) separation at the distal end unit. The reported phenomenon was likely a result of physical damage. This report is being submitted as a medical device report in an abundance of caution.